Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not functioning correctly, getting proximal line failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The authorized service provider (asp) confirmed the reported problem. Device powered up/operated on last configuration, alert initiated. Device reset to "default setting." Device operated properly for 5 minutes however more troubleshooting was needed. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
The authorized service provider (asp) met with the respiratory supervisor and the supervisor stated, that this is a common error - "proximal line failure" circuit air line not attached securely." It was determined that the issue has been resolved. The device passed required performance verification tests per philips standards and placed in biomed office as spare. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.